Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The analyst noted a test stylet stopped insertion at 3 cm due to dried blood obstructing the distal conductor lumen.

Event description:
It was reported that during a lead implant attempt the guidewire could not be inserted into the lead. A new lead was implanted with success. No patient complications have been reported as a result of this event.